Event description:
It was reported that during a da vinci-assisted general sigmoid colectomy surgical procedure, the 30-degree endoscope plus' image appeared inverted at a 30-degree view, with the visible area moving opposite to the direction of endoscope movement. Technical support engineer (tse) first suspected improper installation of the endoscope on the surgical universal surgical manipulator (usm) and learned the endoscope had been reseated. Tse then explained that if guided tool change remained active, reseating could return the endoscope to the same incorrect position. Tse advised removing the scope, rotating the endoscope base until the correct 30° orientation was displayed, pressing the arm clutch to cancel guided scope change, and reinstalling the endoscope. Tse also checked logs and found no related error codes. The issue was later reported as resolved after the troubleshooting guidance was relayed to the customer. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Technical support engineer (tse) explained to site that if guided tool change remained active, reseating could return the endoscope to the same incorrect position, and tse advised removing the scope, rotating the endoscope base until the correct 30 degree orientation was displayed, pressing the arm clutch to cancel guided scope change, and reinstalling the endoscope. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause may be attributed to the activation of the guided tool change causing unintended orientation of the endoscope to the preferred.